Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head image was crackling. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: noise occurred and no image was displayed, there was a water leak in camera unit, and the image had a shadow. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because cable unit was peeled off, noise occurred and no image was displayed and due to water leak in camera unit the image had a shadow. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the issue was first noticed during the prostate resection, which was a therapeutic procedure. One device involved in the event was an olympus scalpel. There was no significant delay, and the corrective action was a camera change. The intended procedure was completed with the same device. The device had failed at the beginning of the procedure.